Event description:
This device was implanted on (B)(6) 20165 and remains implanted at this time. In a product experience report received on 04/04/2018 rising high out of range impedance measurement was noted. At 12 months follow-up measurement was at 584 ohms and at 24 months follow-up it has increased to 1855 ohms bipolar and 1606 ohms unipolar. At the follow-up last january impedance was at 2508 ohms unipolar and at the follow-up this april impedance was at 2714 ohms unipolar and 3028 ohms bipolar. The physician was unknown at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)